Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates as in april there was two and a half years remaining and now the device has reached elective replacement indicator (eri). Data analysis was performed, and it was found the device hit eri sooner than intended. Additionally, it was noted that the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances ranging from 135-147 ohms. Technical services suggested to consider performing a commanded 41j shock and may need to address at the time of device replacement. Subsequently, the device was explanted and replaced and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates as in april there was two and a half years remaining and now the device has reached elective replacement indicator (eri). Data analysis was performed, and it was found the device hit eri sooner than intended. Additionally, it was noted that the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances ranging from 135-147 ohms. Technical services suggested to consider performing a commanded 41j shock and may need to address at the time of device replacement. Subsequently, the device was explanted and replaced and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.